Event description:
This is an adverse event recorded on a case report form (crf) as part of the (B)(4) patient registry. This patient was retrospectively enrolled with 12 cm high grade dysplasia. The patient had undergone several focal ablation procedures over a two year period. Additionally in those two years, the patient underwent two endoscopic resections as well as an argon plasma coagulation (apc) procedure. Two years after the last focal ablation procedure, during a follow-up endoscopy, a mild stricture was noted and subsequently dilated. Per the physician, the severity of this event was mild, the relationship of the event to the device procedure was possible and there was no device malfunction.

Manufacturer narrative:
The site did not return any device; therefore, no device eval was performed. A review of the device history records found no issues. If add'l info pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).